Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected and a drop was observed outside the tubing. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink, paclitaxel set leaked. During a one hour infusion of paclitaxel, a leak was observed "leaking from connection in tubing". There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. Device manufacturer address: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.